Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with total loss of capture exhibited by the right ventricular lead. The physician cited lead fracture as the cause of loss of capture. The patient was in heart block but had a junctional escape rhythm. The lead was capped on (B)(6) 2020 and replaced with a leadless pacemaker. The patient was in stable condition.